Manufacturer narrative:
Correction: this event was erroneously reported; there was no customer reported issue related to the set for this event. The baxter product is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump in use with a one-link 3 lead microbore catheter extension set alarmed with an unspecified error. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.